Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The mac 4 polaris laryngoscope blade was connected to a reusable 008620100 small/penlight handle. The blade connected without any resistance and was engaged. This blade incorporates a fiber optic bundle which transfers light from the handle, through the blade fiber bundle, and exits toward the distal end of the blade. The light transfer was successful with no visual signs of light deficiency. Functional testing confirmed light was effectively being transferred through the blade fiber bundle with no restriction. Based on the reported defect, and the outcome of functional testing, the complaint cannot be confirmed.

Event description:
Customer reported no light came out during intubation on a patient in the emergency room. No patient harm or injury reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported no light came out during intubation on a patient in the emergency room. No patient harm or injury reported.